Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and are delayed after pressing them. Customer also stated that had high blood glucose but did not indicate the level. Troubleshooting was done for keypad and offered for high blood glucose but customer declined. No further information was given.